Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. A sample was taken to be analyzed. Based on the investigation details, a possible cause was problems with the blade mount assembly. The device was serviced and returned to the customer. A follow-up report will be submitted if the final results of the quality investigation require one.

Event description:
It was reported that the handpiece began leaking an oil-like substance while in use. There was no patient involvement. There were no adverse consequences reported as a result of this event.